Event description:
The MFR rec'd a return interstim device for disposal only. Further info has been requested from the hcp, but has not been rec'd at the time of this report. A f/u medwatch report will be sent if further info is rec'd.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance of the #3 distal end weld on the 3889 lead.